Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending (mlad) artery with moderate calcification and moderate tortuosity. The lesion was pre-dilated with a 2.00mm and 2.50mm balloons, then the 2.75x38mm xience alpine stent delivery system (sds) was advanced to the target lesion and the stent was implanted. Post dilatation was performed with 2.75mm non-compliant balloon. After post dilatation a distal edge dissection was noted; therefore, a 2.75x12mm xience alpine stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.